Event description:
The spike came out of the tubing when the machine advanced to segment removal. This resulted into the anterior chamber collapsing and the capsule tearing. An anterior vitrectomy had to be performed. The pt recovering.